Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient had turned their device on and wanted to make sure it was still off. The patient stated that was when they got the 006 message. They reported that nothing was done to resolve the problem. The patient stated they were told they had a sticking button. They reported that they did not suddenly lose equilibrium and that they started losing it after the device was installed years ago. The patient reported that they started having problems with their left side and had to turn it off. They did not remember their weight at the time of the event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for other chronic/intract pain ( trunk/limbs). It was reported that the patient programmer had an error code 006: stuck key at start up. It was suggested that patient remove and replace batteries to see if it resolved issue however it did not. The buttons didn't appear to have damage either. No symptoms or further complications were reported. On (B)(6) 2018, (B)(4)(con): additional information was received from patient reporting that they were afraid that they accidentally turned stimulation on (B)(6) 2018 when they were troubleshooting with their programmer. Patient reported that he had been loosing equilibrium since (B)(6) 2018 and they felt like their brain was getting "fried" since (B)(6) 2018. This was a sudden change in therapy/symptoms. They were also still getting 006 code on programmer. Patient verified that they were using thunderbolt magnum zinc chloride heavy duty batteries. It was suggested patient get new aaa alkaline batteries for the programmer and call back if still not working. No further complications were reported. [Please refer to (B)(4) for event pertaining to lumbar pain; back injury].